Event description:
A nurse reported that during peritoneal dialysis treatment on the liberty cycler a leak occurred when the adapter broke apart from the catheter. It was reported, the adapter was not holding the tubing together, which resulted in the disconnect. As a result of the leak, the patient developed micrococcus peritonitis. She was treated with vancomycin and cefepime. Three days later, the patient had fever, rigors, and chills, abdominal pain and documented low blood pressure. She was admitted to hospital one week after treatment for the peritonitis for most likely secondary infection to her peritoneal catheter. Infectious disease was consulted and she was treated with vancomycin, cefepime, fluconazole and one dose of gentamycin. She was discharged home with two weeks of intra-peritoneal antibiotics.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review by the post market clinical physician.